Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient admitted with a st-elevation myocardial infarction with was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and soon thereafter implant, the patient experienced ventricular tachycardia. The impella was noted to be in good position pointed towards the apex, but patient would go into ventricular tachycardia. Ultimately the decision was made by physician to have the impella pointed towards mitral valve at 4.2cm as this orientation did not cause ventricular tachycardia. While repositioning the impella 5.5, the patient went into ventricular tachycardia requiring multiple cardioversions. The patient continued on impella 5.5 mcs for an additional 10 days before being successfully weaned and reportedly implanted with a durable left ventricular assist device.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined.